Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they had been to their doctor a couple days ago and they kept changing programs. The caller stated that nothing seemed to be working and when they put it up to a higher level like and they started getting vibrations even all the way down to their feet. The caller also stated that if they put the stimulation even lower it didn't work at all and they were still having urinary problems and cramping. The caller added that they were told to call the manufacturer. The agent asked the caller when they last adjusted their setting and the caller stated they constantly do it. The caller then stated that last night they couldn't get it right and they were on program 4 at 0.2 and they weren't getting the vibration in their feet but they were getting cramping and they were getting no help at all in terms of their urinary incontinence. The patient requested their local manufacturer representative (rep) to contact them and said they hadn't gotten a call-back from them yet. The agent emailed the rep. The patient stated they needed help or else they wanted to rip "this thing out" because what was the point. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.